Manufacturer narrative:
Device ro 14 033 has been inspected for investigation purposes. Accuracy testing was carried out on the device. Accuracy of the device was confirmed. An analysis of the software log files was completed. The investigation found that the planned trajectory was followed. The surgical technique was found to be a contributory factor to patient skin shift. No device defect was detected.

Event description:
It has been reported that there was an inaccuracy in the trajectory of the instrument adaptor during surgery. No patient consequence or impact have been reported for this event.